Manufacturer narrative:
The reported event of failure to advance was confirmed. As received, a complete lead was returned in one piece for analysis. Destructive analysis found the inner coil was clogged with blood in this location. The cause of the reported event was isolated to the inner coil being clogged with blood.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced during the procedure. The patient was stable throughout.